Manufacturer narrative:
Correction information g6: follow up #1 h2:if follow-up, what type?. H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information h4:device manufacture date. Evaluation summary the disinfectant corroded the sealant for a long time, resulting in aging and damage of the sealant. The scope was smeared the sealant by the third party and returned to the hospital. Reminded the hospital that the daily operation and reprocessing procedure of the endoscope should be regulated in accordance with the IFU, which can reduce the occurrence of accidents.

Event description:
During inspection, the user found that sealing gum of the distal end was damaged and changed another one to use,reporting to the device department for repair. No harm was caused to the patient.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.